Event description:
Reporter indicated that the patient has been diagnosed with a pinhole in their heart. It was also reported that the patient requested that the vns therapy system be removed, due to the fact that the device causes their heart to "flutter" during stimulation. The patient reported that the stimulation in their neck is painful and that they experience difficulty breathing during stimulation.